Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the pipeline (ped-450-30) tip end did not open. The pipeline had not been placed in a vessel bend when they failed to open. There were additional steps or other devices attempted to open the pipelines such as the pipeline was retrieved again and pulled back as a whole, but it was not opened.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex braid was returned for analysis withing shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿ damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No other anomalies were observed. ¿ testing/analysis: n/a conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open distal (flex) as the distal and proximal ends of the braid were found to be fully opened and damaged. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: ped-450-30 (b488908). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two pipelines failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the ophthalmic artery with a max diameter of 15mm and a 8mm neck diameter. The landing zone was 4.6mm distally and 4.7mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed the contrast agent retention was obvious and the stent was fully adhered to the wall. It was reported that after the stent catheter phenom 27 was in place, the stent was deployed. After 8 mm was deployed, it still did not open. Then the stent was retrieved. After the deployment, it still did not open. The whole was pulled back to the internal carotid artery, but the stent tip would not open. Due to the large aneurysm, the tip was roughened after repeated operations. They then changed to a product, model ped-450-30, repeated the operation, but it still did not open, so they finally withdrew and replaced with another model to open. The pipelines were used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.